Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp (sleeve) and the main body of a minicap transfer set which resulted in ¿leaking from the dark blue tip, even in the closed position¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however, the patient received oral antibiotics; ciprofloxacin, 500 mg daily for 10 days as a prophylactic treatment. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: h11: the device was received for evaluation with a minicap attached. Visual inspection was performed and a white twist sleeve separated from the light blue main body due to broken occluder feet beneath the white twist sleeve. Leak, clear passage, and clamp function testing were performed, and a leak through a closed twist clamp was observed due to broken occluder feet. The reported condition was verified. The cause of the damage could not be determined, however potential causes of occluder feet damage include exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.